Manufacturer narrative:
Arjo was informed about kwiktrack x-y ceiling installation system malfunction, used together with arjo maxi sky 440 ceiling lift. When the caregivers moved the track closer to the patient, one end detached from the fixed track. The track did not fall down because it was hold by the second fixed track. No injury was sustained. Arjo representative who performed device inspection found that one of the end stoppers was loose which allowed the track to slide out of the fixed track. Arjo representative reinstalled the end stopper and tightened it. Kwiktrack x-y track system installation instructions (document no. 001-11275-en) include information how to correctly assemble and maintain the installation. Based on that, the trolley needs to be inserted on the mobile track and the screws need to be torqued on the fixed trolley. Then, the end stoppers should be put in place and torqued. According to the document: ¿using kwiktrak end stoppers in the x-y track system makes the installation safe by preventing the x-y mobile track from shifting sideways if the end of the track is subjected to a violent impact.¿ safety instructions and warnings included in the installation instructions indicates also how to perform an inspection of the lift: ¿ensure that end stoppers and track caps are in place and tightened.¿ it should be performed every year or 2500 cycles. The initial installation assembly was done in december 2019 by arjo team. The installation was performing up to manufacturer specification at that time. Based on the all gathered information, it is unknown why the end stopper was loose. The arjo ceiling lifting system played a role in the incident when it was being prepared to patient transfer. The mobile track detached from the installation, therefore the system failed to meet its specification. Complaint decided to be reportable due to ceiling lift installation track detachment.

Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed about kwiktrack ceiling lift installation malfunction. When the caregivers moved the installation rail closer to the patient, one end of the rail detached from the installation. The rail did not fall. No injury was sustained. Arjo representative who performed device inspection found that one of the end stoppers was loosened which allowed the traverse rail to slide out of its housing.